Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the led display has missing segments on the numeric display. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, one led segment on the led digits failed to illuminate. Internal inspection isolated the failure to an led segment failure on the system board, resulting in display segment being blank. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event. (B)(6). Corrected data: (report source) was updated from "user facility and health professional" to "foreign, health professional and user facility". UDI#: (B)(4).